Event description:
The event is reported as: the customer alleges that the unit will not power on. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 04/24/2008. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.